Event description:
Device 1 of 2. Reference MFR report # 3006705815-2019-00741. It was reported that patient was scheduled to have trial leads removed after 6 days of implant. However, the patient was hospitalized due to pneumonia so physician did not feel comfortable explanting the trial leads. The leads were explanted 2 days later. There have reportedly been no other complications.